Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate shocks for supra ventricular tachycardia (svt) that the patient¿s implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.